Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was received. Sample was received without its original packaging inside a ziploc bag. Visual inspection was performed at 12 under normal lighting to received unit, in order to detect any damage on the cuff, airline or pivot balloon. During the visual inspection, transparent particulates were found in the cuff. Sample was filled with 5 cubic centimeters (cc) of air in order to see if there was any functional problem.. During the test, it was observed that a part wasn?t inflated uniformly. According to the information of use, the cuff was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. During the test, transparent particulates were detached from the cuff. Additional attempts to reproduce the failure mode of the transparent particulates found during the visual inspection, one (1) sample was taken from scrap. Then silicon was applied along the shaft, after 24 hours. It was observed that the cuff became asymmetrical in the part where the silicon was applied. However, no transparent particulates were found. Additional in attempt to reproduce the failure mode of the transparent particulates found during the visual inspection, one sample was taken from scrap process. Then the cuff was covered using teflon from process. After 12 hours, the cuff was inflated and it was observed some small white stains on the cuff. However, no transparent particulates were found. Additional in attempt to reproduce the failure mode of the transparent particulates found during the visual inspection, one sample was taken from scrap process. Then white pigment was applied along the shaft, after 24 hours. It was observed that the cuff became white where the pigment was applied. However, no transparent particulates were found. Production personnel performs a 100% air cuff symmetry visual inspection during process. The units are 100% inspected by production personal after every operation for contamination in the cuff. Quality inspectors takes a representative sample of the lot and performs air cuff symmetry test. During the test, they inflated the cuff with air and performs a visual inspection in order to detect any contamination on the cuff. After a review of different verifications performed during process to detect the contamination by particulates, the root cause of the reported issue could not be confirmed during evaluation; however, the most probable root cause is that damage occurred after the device left the manufacturing site. As a preventive action production personnel was notified by area trainer as awareness of the defect reported by the customer.

Event description:
It was reported that 5 trachs were defective. No patient injury was reported.